Event description:
Controller fell off bed while turning patient and became disconnected for 2 minutes. The controller was then re-connected. The patient was stable throughout this event without hemodynamic compromise.